Event description:
The customer reported the primary alarm failed error (ec 1102), however the ventilator did make an audible alarm. There was no patient involvement. The customer ohm tested the speakers and found that one of them was at 156ohms. The remote service engineer provided the customer with the part number for a replacement speaker. The customer replaced one speaker and the issue was resolved.